Event description:
It was reported that the patient's readings are consistent with signs of dampened pressure waveform. It has been recommended that the site consider further evaluation to determine the potential cause of the reduced blood flow past the sensor.